Event description:
A case was reported in which a patient appeared to have woken up with stroke-like symptoms following a galaxy bronchoscopy procedure and a subsequent ebus procedure. As a result of the event, the patient was treated with medication and later discharged from the hospital. The physician did not attribute the event to the use of galaxy device but instead associated it with the patient's pre-existing health conditions and the effects of anesthesia. No malfunctions of noah galaxy dveice were reported during the procedure. The case is being reported to document the advserse event.

Manufacturer narrative:
On november 14, 2024, a stroke incident was reported in a patient following a galaxy-assisted bronchoscopy procedure followed by an ebus procedure. The stroke was identified after the patient regained consciousness and exhibited symptoms after completion of the ebus procedure. A CT scan confirmed the diagnosis. The patient was prescribed medication and subsequently discharged from the hospital. No malfunctions or irregularities related to the galaxy device were reported during the procedure. It is worth noting that the patient had significant comorbidities believed to have contributed to the event. Furthermore, the physician does not attribute the event to the use of the galaxy device. Instead, they believe the event was likely due to the patient's health status and the effects of anesthesia. Since the stroke occurred following the use of the galaxy product, the incident is being reported.